Manufacturer narrative:
A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unit received with minor scratched display window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, cracked reservoir tube, missing end cap sticker, cracked case at reservoir tube window corner and missing reservoir tube o ring. (B)(4).

Event description:
The customer reported via phone call that she was concerned about the recall for the scroll wrap and her delivery date for her new pump. No further information was given but she indicated that she would provide her old pump for analysis.